Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a related report, a (B)(4) home patient (hp) stated he was using the same supplies from a previous therapy on the homechoice (hc) unit during fill. The technical service representative (tsr) explained to the hp that he should not use the same supplies from the night before due to the risk of getting an infection. The tsr assisted the hp with ending the therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient reused supplies from the previous night's therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Based on the information obtained from baxter's investigation, the root cause of the report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend view and similar reports have been received for the reported problem. The root cause investigation is in progress.